Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff had a huge leak and unable to get volumes. Attempted to add air but it would not hold. The patient was placed on aprv, so it can had 30 mmhg in the cuff upon transitioned. It ended up intubating and took the patient to the operating room to replace the device. Re-intubation required.